Event description:
It was reported per field service report: on pt, symptom - "arterial pressure (ap) was not coming properly. Machine was not supporting on ap mode and augmentation." Findings/action taken: transducer cable was broken. Battery expired. Servicing done.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. During a paperwork review we found that this event was reportable. The intra-aortic balloon pump was not supporting or working in arterial pressure. The external transducer cable was broken and replaced. Unable to confirm as no parts were returned for evaluation.